Event description:
Litigation papers allege the patient began to develop increasing pain and frequent pain in her left leg and hip, which began to seriously affect her in her daily activities and which eventually led her physician to direct that she undergo blood tests which revealed an increasing level of chromium in her system, leading to his recommendation that the asr hip be removed and replaced.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.